Manufacturer narrative:
Zimmer biomet complaint (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d1: brand name d4: catalog and lot number unknown / not provided d4:UDI number updated to unknown g3: date received by manufacturer g4: PMA/510(k) h1: type of report, follow-up number h2: follow up type h10: additional narrative

Event description:
No further event information is available at the time of this report.

Event description:
It was reported implant was unable to place due to a lack of primary stability and was removed. No other implant has been placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Initial reporter first/given name: unknown / not provided. PMA/510(k) number k011028 and k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.